Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the juggerknot inserter sleeve was not functioning properly, was too stiff and would not retract causing anchor to break when being inserted. One anchor was so stiff the sleeve would not retract at all so anchor could not be used and was discarded. Surgeon noticed that the device was malfunctioning somewhat before implanting it. She attempted to implant it, but the device broke. Second implant was malfunctioning severely and implantation was not attempted and the item was discarded. A third anchor was opened and functioned as per normal.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g7, h1, h2, h3, h4, h6, h10. Upon review of provided pictures lot and serial number cannot be confirmed. As item was discarded no further evaluation can be performed. Further upon review the tip of device appears to be fractured and bent. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.